Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between hd therapy utilizing the 2008t hemodialysis machine, and the patient¿s adverse event of hypervolemia. The etiology of the event cannot be determined; therefore, causality cannot be established. The biomedical technician reported the uf rate reverted to a default uf setting of 70 ml/hour (mid-treatment), which caused the patient¿s hypervolemic state. Per the clinic manager it is unknown if user error or a machine error caused the event as the machine passed all functional compliance testing post-event. Additionally, the event could not be duplicated by the biomedical technician. While there is no allegation or objective evidence indicating a device deficiency or malfunction is associated with this event; the lack of causal evidence cannot rule out a possible contributory association between hd therapy on the 2008t hemodialysis machine and the event of hypervolemia.

Event description:
On (B)(6) 2019, a biomedical technician contacted fresenius technical support stating a patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) thrice weekly for 2 years experienced inadequate ultrafiltration (uf) during hd therapy on (B)(6) 2019 causing hypervolemia. The biomedical technician reported the uf rate on a 2008t hemodialysis machine reverted to a default uf setting of 70 ml/hour (mid-treatment) and no machine alarm was noted. Follow-up with the patient¿s clinic manager revealed the patient¿s pre-treatment weight was (B)(6), which is 3.9 kg above the patient¿s estimated dry weight (edw). The patient¿s post-treatment weight was reported as (B)(6), which was a gain of 0.2 kg or 4.1 kg above the patient¿s edw. Per the clinic manager, no adjustments were made during hd therapy to the patient¿s uf goal, uf rate or treatment time. Additionally, the clinic manager stated the same scale was used to obtain both the pre and post weights. The patient completed treatment on (B)(6) 2019. The patient required a supplemental treatment on (B)(6) 2019 to remove additional fluid. The patient has since recovered from the event and continues to undergo hd for rrt. The clinic manager stated the machine was pulled from service following the event and was later inspected by the biomedical technician. The issue could not be replicated, and the machine passed all functional compliance testing. The machine has since been returned to service without requiring servicing. Per the clinic manager, it was undetermined if causation was due to user error or machine malfunction.